Event description:
It was reported that after approximately 10 days of intra-aortic balloon (iab) therapy the console generated an alarm after the patient was bathed. The insertion was reported to be right axillary, which is not the method described in the device instructions for use. The console had been generating a high pressure alarm with patient movement for several days. It was also noted that there was a kink in the iab. The console was now generating a low arterial pressure alarm. Blood was seen in the tubing. The console was turned off and the line was clamped and disconnected from the console. Iab removal was delayed due to act 199; act 160 at time of removal. The iab was removed about two hours later and a new one was placed in the left axillary. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink approximately 76.2cm from iab tip. Additionally a second kink was found on the catheter tubing approximately 52.8cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problems the insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.